Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level was 400 mg/dl. The customer reported having large differences in blood glucose levels and sensor glucose levels. The customer had symptoms of feeling bad. The customer did treat the high blood glucose level with a manual injection. The blood glucose level was back on track at 120 mg/dl. The customer did troubleshoot the issue. The insulin pump or sensor will not be returned for analysis.